Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Refer to MDR 2112667-2013-00005. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. In engineering eval, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.

Event description:
During a case, the anesthesia machine was reportedly alarming for the flow sensors. The staff replaced the flow sensor module, and the case continued with no further reported complaint. The hosp biomed reportedly noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing. There was no reported pt injury.